Event description:
It was reported that a procedural thrombus and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. A thrombosis was noted during the procedure and the thrombus was extracted via the end of the catheter. At the 45 day follow up appointment 47 days post procedure, the closure device shifted about 3mm and tilted inward towards the mitral and outward on the limbus. A 3 mm leak was also visible. The patient was recommended to remain on eliquis for an additional 4 months and reevaluate in the future.